Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The setscrew grommet retaining washer detached from the connector module. There was no evidence that a washer was ever welded to the connector module.

Event description:
It was reported that during implant, the physician noticed a "small plastic piece" come out of the ipg as he was removing the screwdriver. The procedure was completed with a different ipg. No pt complications were reported.